Event description:
It was reported that the user experienced difficulty during the fill tubing process with the ilet, which was resolved with guidance, after which insulin delivery resumed; the user had persistent hyperglycemia despite multiple supply changes, including a glucose value of 401 mg/dl, and a goodwill order of cartridges was arranged. Symptoms included hyperglycemia. Outcomes included continued use of the device with glucose trending down and no medical intervention or hospitalization reported. Investigation included remote troubleshooting, confirmation of insulin delivery resumption, follow-up monitoring of glucose trend, and assessment of infusion site viability. Investigation of this case revealed that the infusion site was viable, the pump was functioning as expected after clearing the fill process, and glucose levels began to regulate. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.